Manufacturer narrative:
The used/damaged spectrum ii suture hook, 45 degree left was returned for evaluation on 14-jun-2016. Visual inspection found the tip of the hook was broken and this confirmed the reported breakage. The exact cause of the reported breakage was unable to be determined. However, based on available information and evaluation of similar complaints, the most likely cause of the reported breakage was use related due to the age of the device and/or excessive force being applied to the tip of the suture hook while in use. This lot was manufactured on 17-aug-2012. There were no other complaints of "suture hook breakage" received for this item and lot number combination. A review of the device history record showed, there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported breakage. This is a limited reuse device with a recommendation of five (5) procedures and the number of uses for this unit is not available. In addition, based on the manufacture date of 17-aug-2012, the instrument presumably had been in use for approximately 3.5 years when the reported problem occurred. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings & precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The user/facility reported that during use of this spectrum ii suture hook, 45 degree left in a shoulder arthroscopy rotator cuff repair procedure, the tip of the suture hook broke off after having penetrated into the tissue of the cuff and during rotational movement to bring out the hook. The broken tip was recovered with no problems noted. Using a back-up suture hook, the procedure was otherwise completed as intended with no further complications or patient injury reported. This report is raised on the basis of potential injury with recurrence.